Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6), 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 24th mar 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance, and the sensor was requested back for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo raw sensor data did not reveal any anomalies. Per case information, the user took memantine 10 mgsfor dementia. Memantine has not been tested for interference, and its impact on sensor performance is unknown. The root cause of the observed inaccuracies could not be determined based on the available information. The user was offered a sensor replacement as a resolution. B4. Date of this report 21 june 2025. G3.date received by the manufacturer? 21 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.